Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 22 fractured. Construction was an implant retained prosthesis . Bone loss caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.